Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+2.5/080 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The reporter indicated lens rotation not associated to a low vault. The lens was repositioned but it was unsuccessful. The lens was explanted on (B)(6) 2018 and was exchanged for a different model lens. The lens exchange resolved the problem.

Manufacturer narrative:
Event: the reporter indicated the lens rotated a 2nd time and the lens was explanted. Device evaluated by MFR : device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on lens. Visual inspection found one haptic torn. Claim #(B)(4).